Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Upon inspection it was noted that the defib conductor of the lead was distorted/fractured. Upon visual inspection it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure the helix was extended and the physician was unable to remove the stylet even with much force. The helix was unscrewed and the stylet was able to be withdrawn. The lead was not implanted. No patient complications have been reported as a result of this event.